Manufacturer narrative:
This report is submitted on 2 september 2020. (B)(4).

Manufacturer narrative:
This report is submitted on july 28 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (date and duration not reported) , however, the issue did not resolve.the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2020.